Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The system controller and log files from the event were sent to technical services for evaluation. These were sent as a formality as there was no suspicion that the death was device related. It had appeared that the patient had some sort of "event," as the ventricular assist device (vad) equipment operated as intended until time of death on (B)(6) 2022. Analysis of the log files revealed routine events until (B)(6) 2022 at 21:28 when constant low flow events started to occur; which continued for the remainder of the event log. The patient was using battery power at the time of these low flows. Low voltage advisory events then began at 21:51, which eventually transitioned into low voltage hazard events on (B)(6) 2022 at 00:33. The 14 volt battery depleted around 1:05, this activated the external backup battery (ebb) in the system controller; which remained in use for the remainder of the log. The log files never captured a total depletion of the ebb or loss of all power to the vad.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the log file data provided by the account confirmed a full battery depletion event. The submitted log file contained data spanning from 13mar2022 at 06:30:49 to 04apr2022 at 02:55:39, per the timestamp. Throughout the log file the device operated above the low speed limit. On 03apr2022 at 21:28:57 a low battery advisory alarm was captured. On 04apr2022 at 01:05:45, the alarm had progressed into low battery hazard/no external power alarms, activating the emergency backup battery (ebb). The pump remained in power save mode/supported with the ebb for the remainder of the captured log file data. (B)(6) will not be returned for evaluation. The heartmate ii left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document, as well as the heartmate ii left ventricular assist system patient handbook, outlines all system controller alarms, as well as how to respond to such. These documents also provide instructions for how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. Both documents state that the patient should sleep only when connected to the power module or mobile power unit. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The document addresses pump speed, power, flow, and pulsatility index and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Pump flow is estimated from the pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use provides important information regarding the heartmate batteries and outlines monitoring battery charge level/replacing depleted batteries. This document outlines all system controller alarms, as well as how to respond to such events. The instructions for use explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook outlines battery charge level, fuel gauge display, and all system controller alarms, as well as how to respond to such events. This document explains that if the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the patient handbook. This document also contains a section on handling emergencies. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.